Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverster pcb. The ventilator passed all testing.

Manufacturer narrative:
Covidien ref # (B)(4).